Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that inappropriate therapy was delivered. During lead extraction, the lead body broke proximal to the rv coil. The distal section of the lead (including the rv coil) was left implanted. Should additional information become available, this file will be updated.